Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint of. Failure analysis found the primary failure of broken tube adapter to be related to the customer reported complaint. For clarification, the instrument was found to have a broken over molded tube adapter of the mcs instrument at the distal tip, which made it more difficult to attach an in-house mcs tip accessory to the distal end. There was material missing that was not returned with the instrument, measuring approximately 0.07" x 0.09" in length. The root cause for the broken over molded tube adapter is attributed to misuse. A review of the instrument log for the monopolar curved scissors instrument (430004-57/u10220425 0016) associated with this event has been performed. Per the logs, the instrument was last used on 04-may-2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that the plastic on the monopolar curved scissors instrument tip was chipped. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.